Event description:
It was reported that a revision surgery was performed due to a loosening of the glenoid component and a central glenoid defect. No further information received. Update: 11-feb-2021. Further information was provided that the initial surgery was performed on (B)(6) 2014. Update: 11-may-2021. Further information was provided that the rotator cuff was intact. The patient was able to use his shoulder perfectly after the primary surgery. By the time the situation became worse, the patient was treated tornier with an aequalis reversed ii with glenoid femoral allograft.

Manufacturer narrative:
Complaint not confirmed, no abnormalities were observed that may have contributed to the event.